Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the sensor removal was unsuccessful during re-insertion/removal appointment. An incision was made and the sensor was palpable. A transmitter was used to localize the sensor. User is doing fine and another appointment will be scheduled on a later date.

Manufacturer narrative:
The sensor was successfully removed during the second removal attempt on (B)(6) 2025. No further investigation was found necessary. B4. Date of this report 22 oct 2025. G3. Date received by the manufacturer? 16 oct 2025. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.